Event description:
From 10/95-11/96 complainant was involved in a clinical trial for the laser removal of unwanted hair. Complainant alleges that the hair removal is not permanent. Complainant claims that during the early stages of the trials the hair removal treatment worked for up to six weeks. Complainant claims that by the end of trials, her hair (upper lip) was returning within 24 hrs. Complainant also claims that the regrowth of hair, on the upper lip is darker/more dense than before the laser treatments. Finally, complainant stated that she is involved in a class action lawsuit against the MFR.